Event description:
It was reported that during implant of posterior spinal fixation, the connector implant was broken while breaking off the setscrew. There were no patient complications.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed that threaded component failed during tightening of the setscrew. It appears the wall thickness near the screw post hole is undersized.